Event description:
As reported by the user facility: customer reported the tip of the introcan 20g catheter broke off in the pt. The nurse was advancing the catheter and felt resistance. The nurse then pulled the catheter out of the pt. The catheter was noted to have the tip broken off that resembled a "jagged "v" shape. Risk mgmt noted that it was a small piece that was left in the pt as compared to another catheter. The nurse was attempting to insert the catheter into the antecubital. The catheter was only in the pt for a few seconds according to the risk mgmt director. The pt was sent for an x-ray. The vascular surgeon assessed the pt and nothing was found. The surgeon stated that it was too small of piece to be removed.

Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). In a follow up with the facility, the risk mgr stated that the sample will be returned upon authorization to release from the facility's legal dept. The reporter also stated that the pt was fine. Since the actual device in the reported incident has not yet been returned for eval, a thorough investigation could not be performed. No specific conclusions can be drawn. A follow up report will be filed upon receipt and eval of the sample and/or when add'l pertinent info becomes available.